Event description:
It was reported to microaire that a pt suffered a "severe burn" while receiving oral surgery (lafort procedure). Manager of ambulatory surgery stated that the surgeon was using a microaire standard drill module, catalog number 2100-000, at the time of the incident. No add'l equipment info was given. Manager stated that the pt was hospitalized as a result of the incident. The severity of the burn was not given and could not be obtained during subsequent conversations with hospital staff. However, manager stated the burn appeared to be about the size of a quarter dollar in an area encompassing the upper and lower lip.